Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: 5076-52 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible undersensed ventricular beat on a stored electrogram (egm). Follow up confirmed no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.